Event description:
Please refer to the voluntary medwatch report (B)(4) for the primary event details.

Manufacturer narrative:
Device has not been returned for eval. The review of the quality records has been conducted. A review of the manufacturing and sterilization records verified that the device lot met all pre-release specifications. Based upon the available info, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. The potential for such an event is addressed in the warnings section of the instructions for use with the following statement, "transvaginal insertion techniques, which expose the biomaterial to the vaginal flora, can increase the risk of contamination leading to colonization of the biomaterial. Prolonged exposure to bacteria may necessitate material removal." Additionally, the adverse reactions section of the IFU states, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." All available info has been placed on file for use in tracking, trending and follow up.